Event description:
Related manufacturer reference number: 2017865-2023-22374 / 2017865-2023-22377 / 2017865-2023-22378. It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced acute heart failure. It was unknown if the leads and catheter contributed to the heart failure. The leads were not implanted, and the procedure was aborted. The patient condition was stable.

Manufacturer narrative:
The lead was returned for heart failure during surgery. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies.